Event description:
Patient had implantation of aicd less than 4 years ago for nonischemic cardiomyopathy, severe left ventricular systolic dysfunction and permanent atrial fibrillation. The lead was placed into the rv apex where it was noted to be passively fixed and electronically and fluoroscopically stable. A device check was done approximately 2 years after the procedure showed "rising rv impedance-6944 high impedance lead". Patient had routine checks of the lead showing gradual increases. His rv impedance continued to rise and was recently over 2000 ohms. (The patient's ICD does not allow for lead monitoring over 2000 ohms and does not have auto thresholds which makes monitoring of the lead limited by r wave measurements alone) patient returned to have the malfunctioning lead removed and replaced.what was the original intended procedure?aicd implantation.device #1is this a laboratory device or laboratory test?no.